Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise which was causing pacing inhibition and inappropriate vt. It is believed this was due to emi. There is no mention of intervention. There is no mention of intervention.